Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester alleges discrepant results with meter: date: (B)(6) 2010; inratio: 1.1; retest inratio: 2.9; unknown meter: 2.8. Results all done within 1 hour. Pt's target therapeutic range is 2.0-3.0.